Event description:
During the atrial fibrillation procedure, the femoral vein was perforated while using the agilis sheath. The agilis sheath was inserted into the femoral vein, the guidewire was withdrawn and the agilis sheath was inserted without wire support. This resulted in perforation of the femoral vein. The procedure was discontinued. The patient underwent CT imaging and the perforation was treated with compression. The patient is recovering with no additional adverse patient health consequences. The agilis sheath was inserted without wire support. The agilis sheath instructions for use indicate that a guidewire should be utilized during sheath insertion.